Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rebel stent delivery system (sds) with a stopcock attached to the hub. The stent was stretched over the distal tip. The balloon was tightly folded with the stent impressions. Microscopic examination and tactile inspection presented no damage or irregularities in the balloon. Inspection of the remainder of the device, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent move on balloon. A 20x2.75mm rebel stent was selected to treat the lesion. During unpacking outside patient's body, the physician felt resistance when removing the stent from the hoop and as a result the stent was pulled halfway off the balloon delivery system. The procedure was completed with another 20x2.75mm rebel stent and it worked fine. No patient complications were reported.

Event description:
It was reported that stent move on balloon. A 20x2.75mm rebel stent was selected to treat the lesion. During unpacking outside patient's body, the physician felt resistance when removing the stent from the hoop and as a result the stent was pulled halfway off the balloon delivery system. The procedure was completed with another 20x2.75mm rebel stent and it worked fine. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4).